Manufacturer narrative:
Failure mode determined to be a design issue with leads manufactured by oscor. Issue was investigated under envoy medical CAPA (B)(4). Corrective action was to redesign the leads and manufacture in-house at envoy medical. Corrective action has proved effective.

Event description:
On (B)(6) 2017 - patient complained that device had stopped functioning. Patient had undergone a revision surgery on (B)(6) 2017. On (B)(6) 2006 - initial implant. On (B)(6) 2006 - activation and audiograms. On (B)(6) 2010 - battery change. On (B)(6) 2010 - fitting. On (B)(6) 2012 - fitting. On (B)(6) 2012 - analysis. On (B)(6) 2014 - fitting. On (B)(6) 2015 - aborted battery change. On (B)(6) 2015 - battery change. On (B)(6) 2017 - fitting. On (B)(6) 2017 - wound dehiscence revision surgery (MDR 3004007782-2017-00016). On (B)(6) 2017 - onset of device failure symptoms - expectation was that a lead had backed out of the sp. Revision surgery scheduled. On (B)(6) 2017 - revision surgery conducted for a backed out lead. However, leads were found to be fully inserted. Testing indicated that the driver appeared to be non-functional. Patient was not under proper anesthesia for a full revision and replacement surgery, so the patient was closed and another revision surgery was scheduled. On (B)(6) 2017 - revision surgery conduced. Entire system was explanted and replaced.